Manufacturer narrative:
The problem was due to a loss of power. We are unaware about patient injury. We are waiting for additional information from distributor.

Event description:
The laser system has the following problem: "laser gave the warning of power -30%. The power output from laser is very low, at 120 w setting the output is 80 w. I get the same low power out of the resonator. If the power is at 180 watt setting the laser output drops to 60 w". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury.

Event description:
The laser system has the following problem:" laser gave the warning of power -30%. The power output from laser is very low, at 120 w setting the output is 80 w. I get the same low power out of the resonator. If the power is at 180 watt setting the laser output drops to 60 w " no adverse effects to patient were reported.